Manufacturer narrative:
Device investigation conclusion: the user complaint of bleeding was confirmed by the presence of a jammed and unreleased staple in the spent cartridge. It does not appear that the device was related to the failure as the device was successfully fired five times in the clinical setting previously. (B)(4).

Event description:
During a vats lobectomy, one of a number of deployments was performed by the senior surgeon on the inferior pulmonary vein. The vein was placed appropriately in between the jaws of the microcutter and the surgeon waited 10-20 seconds before deploying. Following completion of the deployment the surgeon noticed bleeding from the staple line that was controlled by placement of a clip. The further intra - and postoperative course of the pt was uneventful.